Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
This device displayed nothing on its screen although the power was on, and the led lamp on the front blinks orange. The device also smelled burnt. The user replaced the device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Omsc confirmed the device has been used for 8 years and 8 months since it was installed in the hospital. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to an accidental failure due to degradation with age. If additional information becomes available, this report will be supplemented.